Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank and the insulin pump had a constant tone. Blood glucose value was 303 mg/dl. She stated that the display was not blank for less than 30 seconds and was currently blank. The customer requested the device to be replaced. The insulin pump was replaced and returned for analysis.